Manufacturer narrative:
These medical device reports (mdrs) are being filed past the regulatory reporting timeframe as they are a result of a correction.

Event description:
Initial report-on (B)(6) 2025, customer called in to report a false positive for lead in the capillary tubes and suspected presence of lead in tube. No adverse patient effects were reported. Follow up report 06/04/2025, customer reported having an additional 11 complaints of high lead in the capillary tubes all with the lot 24e4317. No adverse patient effects were reported. This is complaint 9 of 11 additional complaints